Event description:
It was reported that oversensing was observed when the patient cable was connected to the patient. The patient cable was checked and a conductor fracture was noted. Repair has been requested for the cable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that oversensing was observed when the patient cable was connected to the patient. Repair has been requested for the cable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the cable was analyzed and a conductor fracture was noted.